Event description:
Caller reported patient was admitted to the hospital for dka. Caller stated patient had a 597 mg/dl reading on the hospital meter when she arrived; was treated with a shot of insulin, morphine and heparin. Caller stated the patient was taken to the hospital by emts and received saline IV. Caller stated the self-adhesive was wet; infusion set is expired. Customer believes insulin was not absorbing properly because the cannula was not in the subcutaneous tissue. Caller has discarded the infusion set and cartridge. No product to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device was discarded.